Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot number unknown. No surgical, medical or dehiscence noted.

Event description:
It was reported that a patient underwent a total joint procedure in 2024 and barbed suture was used. Following the procedure, the patient started to experience tracts and the suture not absorbing after 6+ weeks while spitting from the patient around the incision area. There were no adverse patient consequences reported. Additional information was requested.